Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain pelvic') in an adult female patient who had essure (batch no. 663252-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not perform". On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), dysmenorrhoea ("dysmennorhea"), abdominal pain ("abdominal pain"), heavy menstrual bleeding ("menorrhagia"), allergy to metals ("allergy: nickel ¿ diag post essure"), bladder disorder ("bladder probs"), urinary tract disorder ("urinary probs"), vaginal discharge ("vag discharge"), fatigue ("other injuries: fatigue"), tooth disorder ("other injuries: dental probs,"), alopecia ("hair loss") and migraine ("migraines") and was found to have weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy/tubal ligation). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, dyspareunia, dysmenorrhoea, abdominal pain, fatigue, tooth disorder, alopecia, migraine and weight increased had resolved and the heavy menstrual bleeding, allergy to metals, bladder disorder, urinary tract disorder and vaginal discharge outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, heavy menstrual bleeding, migraine, pelvic pain, tooth disorder, urinary tract disorder, vaginal discharge and weight increased to be related to essure. The reporter commented: discrepancy note in essure insertion date (B)(6) 2009. Received treatment for menorrhagia, dysmennorhea (as written), dyspareunia, pelvic pain, abdominal pain, allergy: nickel ¿ diag post essure, bladder / urinary problems: bladder probs, urinary probs, vag discharge. Discrepancy note in essure removal date: (B)(6) 2014. 3 trailing coils bilaterally. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2014: bilateral fallopian tube segments. Bilateral essure devices. Lot number reported (663252) is not valid. Most recent follow-up information incorporated above includes: on 30-oct-2021: update of information (batch is not valid). We have received a not valid lot number in this case. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain pelvic') in an adult female patient who had essure (batch no. 663252) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not perform". On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), dysmenorrhoea ("dysmennorhea"), abdominal pain ("abdominal pain"), heavy menstrual bleeding ("menorrhagia"), allergy to metals ("allergy: nickel ¿ diag post essure"), bladder disorder ("bladder probs"), urinary tract disorder ("urinary probs"), vaginal discharge ("vag discharge"), fatigue ("other injuries: fatigue"), tooth disorder ("other injuries: dental probs,"), alopecia ("hair loss") and migraine ("migraines") and was found to have weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy/tubal ligation). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, dyspareunia, dysmenorrhoea, abdominal pain, fatigue, tooth disorder, alopecia, migraine and weight increased had resolved and the heavy menstrual bleeding, allergy to metals, bladder disorder, urinary tract disorder and vaginal discharge outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, heavy menstrual bleeding, migraine, pelvic pain, tooth disorder, urinary tract disorder, vaginal discharge and weight increased to be related to essure. The reporter commented: discrepancy note in essure insertion date (B)(6) 2009. Received treatment for menorrhagia, dysmennorhea (as written), dyspareunia, pelvic pain, abdominal pain, allergy: nickel ¿ diag post essure, bladder / urinary problems: bladder probs, urinary probs, vag discharge. Discrepancy note in essure removal date: (B)(6) 2014. 3 trailing coils bilaterally. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2014: bilateral fallopian tube segments. Bilateral essure devices. Most recent follow-up information incorporated above includes: on 25-oct-2021: mr received. Lot number, reporters and rcc added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain pelvic') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not perform". On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), dysmenorrhoea ("dysmenorrhea"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia"), allergy to metals ("allergy: nickel ¿ diag post essure"), bladder disorder ("bladder probs"), urinary tract disorder ("urinary probs"), vaginal discharge ("vag discharge"), fatigue ("other injuries: fatigue"), tooth disorder ("other injuries: dental probs,"), alopecia ("hair loss") and migraine ("migraines") and was found to have weight increased ("weight gain"). The patient was treated with surgery (tubal ligation). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, dyspareunia, dysmenorrhoea, abdominal pain, fatigue, tooth disorder, alopecia, migraine and weight increased had resolved and the menorrhagia, allergy to metals, bladder disorder, urinary tract disorder and vaginal discharge outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, pelvic pain, tooth disorder, urinary tract disorder, vaginal discharge and weight increased to be related to essure. The reporter commented: discrepancy note in essure insertion date (B)(6)2009. Received treatment for menorrhagia, dysmenorrhea (as written), dyspareunia, pelvic pain, abdominal pain, allergy: nickel ¿ diag post essure, bladder / urinary problems: bladder probs, urinary probs, vag discharge, most recent follow-up information incorporated above includes: on 9-sep-2019: pfs received- case becomes incident. Previously reported events injury nos was removed. New events dysmenorrhea, dyspareunia, pelvic pain, abdominal pain, menorrhagia, allergy: nickel ¿ diag post essure, bladder problems, urinary problems, vaginal discharge, fatigue, dental problems, hair loss, migraines and weight gain was added. Essure indication and removal date was added. Patient date of birth was added. Consumer address were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.